Manufacturer narrative:
Visual evaluation of the provided photographs identified the packaging has been opened and no debris is visible in sterile packaging. Reported event could not be confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile packaging with the g7 shell. Product was not used and discarded. An additional back up product was used; there was no patient harm or injury. No additional information available.